Manufacturer narrative:
(B)(4). The reported complaint was confirmed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Sales representative was going to order a hinge for customer to replace/install.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) hinge was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.